Event description:
Additional information received indicated that programming changes were made on (B)(6) 2016. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, non-sustained rv oversensing was observed due to post-paced t-wave oversensing on a stored egm. The patient was asymptomatic. Programming changes and further testing were recommended.